Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011. Subsequently, radiographs confirmed the locking bar had backed out and a revision procedure was performed on (B)(6), 2012. The locking bar was removed and replaced.

Manufacturer narrative:
Only the locking bar portion of the tibia tray was removed and replaced. The tibia tray remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records for the locking bar shows that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation found the locking bar has visual damage that appears to have happened after the manufacturing process. It cannot be determined where the damage / bending occurred.